Manufacturer narrative:
Calibration and quality control data were not provided. Samples were not available for testing. The method used for testing prior to the blood transfusion was unknown. Based on the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys toxo igg immunoassay results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The patient¿s results were not reported outside the laboratory. On (B)(6) 2020, the customer performed repeat testing with a vidas analyzer. On (B)(6) 2020, the patient¿s pre-transfusion results were toxoplasma igg negative, and toxoplasma igm negative. On (B)(6) 2020, the patient had a post-transfusion sample drawn and tested. The patient¿s toxoplasma igg result was 41.3 iu/ml positive, and the patient¿s toxoplasma igm result was negative. The patient¿s vidas toxoplasma igg and toxoplasma igm results were negative. On (B)(6) 2020, the patient had a new sample drawn and tested. The patient¿s toxoplasma igg result was 35 iu/ml positive, and the patient¿s toxoplasma igm result was negative. The patient¿s vidas toxoplasma igg, and toxoplasma igm results were negative.